Event description:
It was reported the patient had multiple inappropriate therapies. A device check noted sensing difficultly. Electrical noise and far field sensing of the atrial signals were noted at tip of the lead. The device and the lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported the patient had multiple inappropriate therapies. A device check noted sensing difficulty. Electrical noise and far field sensing of the atrial signals were noted at tip of the lead. The device and the lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.